Event description:
It was reported that the customer passed away in a hospital. The cause of death was liver failure and kidney failure. The customer was hospitalized on (B)(6) 2015. The caller stated that the customer had organ failure caused by diabetes. The caller also stated that the customer had heart stents. The customer's blood glucose, at the time of death, was unknown. The customer was not wearing the insulin pump at the time of death and had been off the device since (B)(6) 2015. The doctor advised for the insulin pump to be removed and it was removed by the patient. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No data was available and no data analysis could be performed due to the insulin pump being returned with no battery in the battery tube.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.